Manufacturer narrative:
The unit passed the rewind, basic occlusion, and displacement test. The unit did not have a motor error alarm and the motor passed the motor test. However, the prime test could not be primed due to a faulty force sensor resister. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, a severely scratched display window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.